Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin, experienced elevated blood glucose, and customer support performed a factory reset of the ilet and replaced all supplies, followed by unsuccessful call attempts to confirm recovery and collect blood glucose details. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that hyperglycemia occurred with an unclear cause, with no device malfunction confirmed and no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.